Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in italy. As reported, this was a case of a 26mm sapien 3 ultra valve implant in aortic position by transfemoral approach. During the procedure, difficulties were noted when advancing the valve through the esheath. Due to the high resistance, the esheath tip did not open. All the system was retrieved from patient. A new 26mm sapien 23 ultra kit was used to successfully implant the valve. The patient outcome was good post-procedure. As per the device photos provided, the esheath distal tip was torn. As per the medical opinion, the root cause of the inability to advance through the esheath was related to the defect in the esheath distal tip damaged.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually examined, and the following was observed: the liner was fully expanded as designed. The sheath shaft was slightly curved. The distal tip was partially expanded and there was stretching along axial score line. Distal was tip torn radially along distal edge of liner. Minor scratches on sheath shaft. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of sheath distal tip torn and resistance between system components were confirmed per evaluation of the returned device and provided imagery. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per event description, ''difficulties were found when advancing the valve through the esheath since high resistance was found, the esheath tip did not open. As per the device photos provided, the esheath distal tip was torn''. Per evaluation of the returned device, the sheath distal tip was observed to be torn radially. The failure mode is characteristic of sheath tip tear events as described in a product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. No manufacturing nonconformance was identified during evaluation. A product risk assessment (pra) was previously initiated to document investigation and assess associated risks for the issue. A CAPA captures process improvement activities which were identified during previous investigation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.